Event description:
Information received indicates the head drive is not working.

Manufacturer narrative:
The technician found the head drive shaft separated from the motor assembly. The technician replaced the head drive for assembly to repair the bed.